Event description:
According to the reporter, during a sigmoid colectomy, at the time of anastomosis at the sigmoid colon, the stapler was docking with the anvil and tightened until the end, but due to the situation of the patient's tissue, it was released once. Docking was performed again and re-tightened, but at that time, the anvil was tilted. It was noted that the anvil was detached and no fallen parts or broken pieces fell into the patient's body. A new one of the same product was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.